Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient was non-compliant with recharging. The patient was not recharging a little at a time. The patient generally has been overdischarged. The rep stated that it is not unusual to meet the patient and the ins will be discharged. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that there was poor or no telemetry with recharging. The patient reported poor communication. The patient reported that she was not able to communicate with the patient programmer (pp) or recharger. The patient reported that she had been able to charge little bit but it¿s very difficult to connect. The patient reported that she had been getting the reposition antenna screen. The patient repositioned the antenna over the ins and turned the antenna dial through all 4 positions on the call and the issue didn¿t resolve. The patient reported that she had been repositioning antenna screen and poor communication with pp. The patient was advised to follow up with their healthcare provider (hcp) to address the possible overdischarge. Additional information was received from a manufacturer¿s representative (rep). The rep reported that there was a power on reset (por). The rep reported that the patient didn¿t charge the device and the patient was known for not charging the device. The rep reported that they trickle charged the patient and charged the device to 25%, cleared the por and the patient was getting great coverage. The rep reported that they educated the patient extensively on recharging and exercising the ins. The issue was resolved. No further complications were reported.